Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
The ge service rep performed an onsite investigation. The service rep replaced the floppy disk drive, and reloaded the software. The system was tested and found to be working as intended and put back in service.